Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a alert message indicating that radio frequency (rf) telemetry had been disabled and wand interrogation was required for communication. Technical services (ts) reviewed the available information and determined the rf telemetry disablement appeared to be device driven rather than programmer related. The device had approximately nine months of remaining longevity. Based on the reported behavior, device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.